Event description:
Notification was received from the (B)(6) that stated: " the report outlines that plum a+ pump (model: 12391-54-01 serial number: (B)(4)) failed and switched off during therapy without warning. The report states that "the device was running on mains power during a blood transfusion. Staff heard device alarming and found device cycling on and off and alarming for "e437". Battery not charging (known issue) but no battery low alarms were found in the error log." Upon further query the customer contact reported that while operating on ac power, the device powered off by itself with an inadequate warning. At an unspecified time, the device was delivering blood. No specific device programming parameters were provided. After an unspecified length of time, it was reported the device was cycling on and off and alarming for e437 (software failure). The device was removed from clinical use. The customer reported there was approximately a 10 minute delay while therapy was resumed with a replacement device. There was no reported adverse patient effects. No medical interventions were reported. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the device history indicates that on the (B)(6) 2014 at 1211, the device was powered on using battery power and immediately alarmed for e437 (software failure) sub ID code #13 (unintentional watch dog reset ID) and the device was turned off. Between 1214 and 1248, the device was powered on using battery power and alarmed for e437 sub code #13, the alarm was silenced , the device alarmed for n102 (infuser idle 2 minutes) 7 times the alarm was silence 7 times and the device was turned off. Within the same minute at 1248, the device powered on, alarmed for e437 sub ID code #13 and turned off. At 1249, the device powered on, alarmed for e437 sub ID code #13 and turned off. This report represents all the information know by the reporter upon query by hospira personnel.